Event description:
It was reported when using the bd pyxis medstation system door was not detected on bus. The customer reported that the serct tower was failed. Tried to reset 3 times, but the drawer failed to indicate. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door was failed to indicate. The field service engineer replaced the printed circuit board assembly on the tower mini drawer 1.1/1.2 to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.